Event description:
One (1) patient (B)(6) stated that he experienced a burning sensation in the eyes after using the medical device, publix multi-purpose solution. The patient medical record is not available at this time.